Manufacturer narrative:
(B)(4). Date sent: 3/28/2025. D4: batch # 150d70. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. The reload was received partially fired 1/10. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 150d70, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/20/2025. Additional information received: - ¿the pvs stapler did not deliver any staplers, it only cut. We could not find any loose staplers left in the area nor on the vessels. Even tho they held together without staplers, it was only a matter of time before they would burst open!¿ what was the approximate size of the vessel that was found to be bleeding? ¿ 2 - 3 mm. What was the name of the specific vessel? ¿ branch of renal artery. Were there any signs of bleeding intra-operatively? ¿ no. What were the indications for surgery? ¿ nephrectomy of giant (ca 9.6 kg) left polycystic kidney to make space for renal transplant. What is the surgeon¿s experience with the pvs device? ¿ regular use for more than 5 years. What was the approximate width of the compressed vessel? ¿ 5 mm + 2-3 mm. Did the surgeon wait 15 seconds prior to firing? ¿ yes. Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? ¿ yes. Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? ¿ yes. Were any surgical clips used in the area of the device firing? ¿ no. Were there any difficulties with the device or staple formation during the initial procedure? ¿ no. How was the post-op bleeding identified? ¿ patient in cirkulatory chock within 2 h po. How many days postoperative was the bleeding identified? ¿ 0. What was the total estimated blood loss (ml)? ¿ 3800. Was a transfusion required? ¿ yes. What was the pre and postoperative anti-coagulant and pain management protocol? ¿ fragmin 2500ie evening before surgery, paracetamole and oxycodone. Was there calcification of tissue that impeded clamping or cutting? ¿ no. Were there any pre-exiting patient conditions? ¿ giant polycystic kidneys bilat. Renal failure, pre dialytic.

Manufacturer narrative:
(B)(4) date sent 2/13/2025 d4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the approximate size of the vessel that was found to be bleeding? What was the name of the specific vessel? Were there any signs of bleeding intra-operatively? What were the indications for surgery? What is the surgeon¿s experience with the pvs device? What was the approximate width of the compressed vessel? Did the surgeon wait 15 seconds prior to firing? Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? Were any surgical clips used in the area of the device firing? Were there any difficulties with the device or staple formation during the initial procedure? How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Was there calcification of tissue that impeded clamping or cutting? Were there any pre-exiting patient conditions? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient undergoes a kidney transplant and evacuation of 2 large kidney cysts, bilaterally. It was a very difficult procedure, purely surgically, as well as difficult to see all the structures visually. The procedure took many hours. The majority of vessels were sealed with energy devices and stapler, at least 3 larger vessels were sealed with echelon pve35 and vasecr35. The operation was completed and the patient was transferred to the post-op ward. After a few hours, the patient deteriorated greatly and showed signs of internal bleeding. The decision was then made to urgently re-operate, an emergency laparotomy was performed and when they entered the abdomen it was filled with blood. They located a larger vessel that was bleeding. According to the surgeon, it was one of the vessels that was sealed with pve35. According to the surgeon, no staplers could be seen around the vessel and he suspects that it has only cut with the knifeblade without delivering any staplers.

Manufacturer narrative:
(B)(4). Date sent: 5/9/2025 d4: batch # 150d70 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was received with no apparent damage and with a reload loaded onto the device. The reload was received partially fired 1/10th in the lock-out position with the remaining staples inside the reload pockets. It cannot be confirmed why the reload locked out; however, it is possible that the one-piece sled component within the reload may have been moved out of position during the loading process leading to the inadvertent lockout. Please refer to the instructions for use for more information. The condition of the returned sample does not confirm the alleged event of cutting without staples, as the position of the sled and the staples present indicate that the device would have encountered a lockout that precluded the knife from moving forward and cutting. The device was tested for functionality in a straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete, and the staples met the staple release criteria. Device history review a manufacturing record evaluation was performed for the finished device batch number 150d70, and no non-conformances were identified.